Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The model # (d4) was not provided.

Event description:
The customer from (B)(6) reported that he obtained a blood glucose reading of 16.9 mmol/l at 10:53 p.m. On the contour next link 2.4 meter. The customer took novo rapid insulin based on the meter's reading. At 11:01 p.m., the customer performed a repeat testing with an alternate meter and obtained a reading of 5.4 mmol/l. The customer stated that half an hour later he was experiencing symptoms of hypoglycemia so he ate a lot of carbohydrates. At 4:00 a.m., the customer performed another testing with the alternate meter and obtained a reading of 13 mmol/l. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kits were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. The customer also returned the contour next test strips from lot # 8bpef13a. However, the returned test strips expired in feb-2020. It is unknown if the returned test strips were associated with the event. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 9kpeg02b using a blood sample, which gave a satisfactory performance.